Event description:
It was reported that a user could not see glucose readings on the ilet due to a freestyle libre 3 plus sensor pairing failure alert, after which the user rescanned the sensor and readings became available. No adverse clinical symptoms reported. Outcomes included no medical intervention, and normal operation resumed after troubleshooting. User support included customer support review of alarm history and guided rescanning of the sensor to restore data transmission. Investigation of this case revealed a transient communication or pairing issue between the ilet and the libre 3 plus sensor that resolved with a rescan, with no device component damage observed and no recurrence reported after restoration. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or environmental interference leading to a temporary pairing failure that was mitigated by standard troubleshooting.

Manufacturer narrative:
Initial.